Event description:
First use allergic reaction to product during treatment. Pt reported to be ok after medical intervention and finalization of treatment. Symptoms developed 10 mins into treatment: chest pain and shortness of breath. Oxygen given.